Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician predilated the lesion in the mid lad with a 2.5x15mm maverick balloon. The taxus express2 2.75x16mm drug eluting stent was inserted into the lad but would not cross the lesion. When the stent was removed, they found that a stent strut was sticking out. The damaged stent was exchanged for another taxus express2 2.75x16mm drug eluting stent and the procedure was completed. No pt complications were reported. Pt status is satisfactory.